Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the instruction manual, the processing procedures are described in the following chapters. This may prevent the phenomenon. Chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a clogged nozzle by foreign materials due to insufficient reprocessing. There were no reports of patient involvement.